Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.2 cm in diameter x 4.6 cm length abdominal aortic aneurysm. It was reported that during deployment of the endurant bifurcated stent graft, the suprarenal struts and two stents were deployed, and when the endurant bifurcated stent graft was pushed up in order to fit along the tortuous proximal neck, the main body shifted proximally. Although the main body seemed to cover the renal artery at this point, it was unnoticed, as the final angiography showed sufficient blood flow. A few days after the procedure, the patient's renal function deteriorated, and CT revealed that the main body had covered the left renal artery. An emergency snorkeling/stent procedure was attempted; however, a guide wire could not be delivered. As the flow of contrast agent gradually slowed down, the procedure was converted to laparotomy with partial explant of the stent graft, and the patient received blood vessel prosthesis implantation as well as left renal artery bypass. Blood flow was restored. Per the physician, the cause of the event was user error, inadvertently covering the renal artery during deployment. No additional clinical sequelae were reported and the patient is fine.